Event description:
It was reported that the device double beeps when attempting to prime and the device cannot run, and after this displays a clamp error message. Per reporter, the pump had a slightly damaged rear case at the top and the upstream occlusion sensor needs to be updated. The issue was discovered during testing. There was no patient involvement. Device evaluation revealed the downstream occlusions seal was missing.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) nub was missing. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed the pump alarmed no disposable. Functional testing was performed, and the pump alarmed no disposable. The most likely/suspected cause of the customer reported issue was the missing dso nub. The dso nub was replaced.